Event description:
A customer reported via a webform that the adc device detached prematurely. As a result, the customer experienced a loss of consciousness due to hypoglycemia and injured their head in a fall which required orange juice as treatment from the customer's spouse. The customer's spouse was also able to treat the head injury with a bandage and provided advil for the pain. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.